Event description:
It was reported that the patients implantable pulse generator (ipg) takes longer to charge, and it would not last. The patient underwent an ipg replacement procedure and was patient doing well postoperatively. The explanted device will not be return as it was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago from date manufacturer was made aware.